Manufacturer narrative:
Eval summary: it is unk why the separator fork was bent/damaged. Possible user error or misuse may have accounted for the damage. The tapered ends of the fork can be bent or damaged if subjected to unusually high loads or if load is applied eccentrically. It is unk if the product was used in a manner according to the surgical procedure. Eval: as returned, both forks on the separator are damaged. Aside from this damage there is evidence of impaction other locations on the separator, indicative of previously effective device use. Based on the lot number, the device has a potential field age of more than 5 years and has been used an unk number of times during that period.

Event description:
It is reported that the separator fractured during use.